Event description:
It was reported that a leak was noted between the titanium adaptor and the transfer set. No patient injury or medical intervention was indicated as a result of this event. No additional information is available. This is report 2 of 2.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted. (B)(4) will address the allegation against the transfer set.

Manufacturer narrative:
(B)(4). The device was not returned but a photograph of the sample was provided for evaluation. The visual inspection did not identify any issues related to the reported event of a leak. Functional testing could not be performed and the reported event could not be verified. If additional relevant information is obtained, then a follow-up MDR will be submitted.